Event description:
It was reported that the right atrial (ra) lead had high impedance and no capture. Upon lead revision, it was discovered that the lead tested to be working within normal limits. The device header to lead connection was suspect of having a performance issue resulting in the high impedance and no capture. The device was removed and a new device was implanted. The ra lead was left in use and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).